Event description:
On 04-dec-2025 a veryan clinical sales specialist received information which reported that during a procedure, a 6x150mm biomimics stent malfunctioned during deployment. It was reported that the outer braid tore off. No patient complications were reported.

Event description:
It was further reported that on (B)(6) 2025, a physician experienced difficulty when attempting to treat the distal sfa a patient's left leg using a 6x150 mm biomimics 3d device (captured in MDR 3011632150-2025-00022_01). The target site included total occlusion in the distal sfa, as well as regions of vessel lumen narrowing and occlusion throughout the proximal and mid sfa. A contralateral approach was taken, with the use of a 6 fr biotronik fortress access sheath and a .035" guidewire. The physician performed vessel preparation via balloon dilatations. Then, having been flushed in accordance with IFU-1 version 3.0, the biomimics 3d device was introduced to the patient. Feedback indicated that no issues were experienced while advancing the biomimics 3d device to its intended target site. When in position, deployment of the stent was initiated while holding the proximal pin luer in a fixed position. Feedback was given that resistance was experienced immediately during this deployment attempt prior to the release of stent crowns. The physician continued the deployment, which ultimately resulted in the separation of the bifurcation hub to outer braid bond. Therefore the stent was unable to be deployed, and the deployment attempt resulted in delivery system damage. At this point, the decision was made by the physician to remove the biomimics 3d device, which was done without any issues. The physician then continued the patient's treatment by the use of an additional biomimics 3d device (captured in this report), which reportedly experienced the same deployment difficulty as the initial device. The patient's treatment was then completed with the use of a competitor stent, which achieved an improved blood flow. This stent contained points of stent compression upon its deployment. No feedback was given which indicated a negative patient outcome as a result of this complaint.

Manufacturer narrative:
Complaint complete and event reassessed to non-reportable . A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on feedback in this case, as well as the investigation of the returned devices, it is understood that increased resistance was experienced during the deployments in this case, which resulted in failures of the bifurcation hub to outer braid bonds. When bond failure is seen, it suggests that a significantly high deployment force occurred. Additional physical evidence in the returned devices; the braid lengths being elongated outside of their specifications, supports that the deployment force was high in this case. Therefore, the investigation concludes that this is an 'unable to deploy' case, which was caused by increased resistance during deployment, and the complaint is not related to a deficiency with the device.feedback in this case indicated that resistance was experienced upon initiation of deployment. It is important to note that the biomimics 3d stent IFU-1 version 3.0 indicates the following warning statement: "warning: if unexpected resistance is felt prior to deployment, do not force the stent delivery system; instead carefully withdraw the sds without deploying the stent." In this case, the physician continued their deployment attempt despite the noted resistance, which resulted in delivery system damage. Therefore, the investigation understands that during this deployment attempt the physician did not adhere to the instructions outlined in the IFU. Based on the angiographic images in this case, it is understood that a previously deployed stent was present within the common femoral artery during the attempt made in this procedure to deploy the biomimics 3d device. It is important to note that the biomimics 3d stent IFU-1 version 3.0 indicates the following precaution statement: "if multiple stents are used, deliver the most distal stent first to minimise the risk of stent dislodgement/damage or unsuccessful delivery to target site". In this case, the physicians attempted to deploy the biomimics 3d stent through a previously deployed stent introduced the possibility of stent dislodgement/damage or unsuccessful delivery to the target site. Therefore, the investigation understands that this decision by the physician was a contributing factor to the increased resistance during deployment. The root cause of the high deployment force in this case is the anatomical conditions of the patient, which included multiple points of vessel narrowing, as well as total occlusion. These factors would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment, as was the case in this complaint. Ufmeca-1 version 19.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment. Feedback in this case, indicates that there was no vessel calcification, vessel occlusion, or vessel tortuosity within the patient anatomy. However, the evidence in the angiographic images shows that multiple points of vessel narrowing, as well as total occlusion, were present in the patient anatomy. The images display various points of challenging anatomical conditions which would have contributed to the high deployment forces in this case. Additionally, the physical evidence seen in the returned devices aligns with challenging anatomical conditions.